Event description:
It was reported to philips that the live image was not displayed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary procedure was performed by the customer and the procedure was completed by using additional monitor. The philips field service engineer (fse) inspected the system on site and confirmed that live image was not displayed on the monitor. Upon troubleshooting, fse found that the live signal was not displayed as there was failure in dc power supply. To resolve this issue, fse replaced power supply. The defective power supply was returned to philips for analysis and confirmed the failure due to electronic defect. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.